Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After performing intravenous ultrasound (ivus), the thrombus was suctioned with a non-bsc thrombus extraction catheter and then a 3.5 non-bsc embolic protection filter was delivered. Subsequently, a 4.00 x 24 synergy(tm) drug-eluting stent was advanced and implanted in the proximal lad. The stent was confirmed to be well apposed and the procedure was completed. However, after the procedure, the patient had chest pain which lasted for 30 minutes. Angiography was performed and a thrombus in the synergy(tm) stent was confirmed and the proximal lad was totally occluded. Percutaneous coronary intervention (pci) was performed again and suctioning was performed twice. Subsequently, ivus was performed and dilatation was performed four times with a 4x15mm non-bsc balloon catheter at 16 atmospheres. Ivus was performed again and another thrombus was confirmed in the proximal edge of the synerg(tm) stent. Another suctioning was performed twice, and dilatation was performed thrice with a 3x15mm non-bsc balloon catheter at 8 atmospheres for one minute in the proximal edge of the stent to its proximal area, and the procedure was completed. No further patient complications were reported and the patient's status was good.